Event description:
Patient reported the device delivered an unintended bolus of 10.3 units. Patient stated that her device is set to give boluses in 0.5 unit increments. Patient stated that she did not notice her blood glucose being affected from the unintended bolus. Patient had set temporary basal rates due to having a high fever. Patient was hospitalized in 2005 for concerns not related to the device or her diabetes.